Event description:
The mitek affiliate is reporting that during meniscus repair, the silicone tubing portion of the insertion device of 2 rapidlocs device came off into the pt. The tubings were removed without incident, and the case was concluded without further incident.

Manufacturer narrative:
At this point in time, nothing has been received for evaluation, and it is not possible to conclude or speculate as to the cause of this event. When the complaint samples are received, they will be subjected to a failure analysis for a root cause. When the evaluation is completed, a f/u report will be filed with all of the pertinent info.